Event description:
It was reported through a periodic review of the programming history database that high impedance was observed on the patient's device on (B)(6) 2013. The vns was programmed off on (B)(6) 2013 and found to be programmed on (B)(6) 2013, after impedance levels were re-checked and found within normal limits. It was later reported through operative notes the patient had generator replacement on (B)(6) 2013 and was doing well until approximated (B)(6) 2013, when the patient began having and increase in seizures. The vns was evaluated in clinic, and the high impedance was found. X-rays were taken and did not demonstrate any evidence of kinking or fracture. Due to the patient's increased seizure frequency and a concern for possible lead malfunction, vns exploration surgery was performed. The operative notes continued and stated the lead was freed from the vns pocked and was loosened and disconnected from the generator. The lead was thoroughly cleaned and dried. The area where the lead pin inserts into the generator header was also cleaned. The lead was then reinserted and secured in place using the generator setscrew. The device was re-implanted into the patient and diagnostic tests were performed. All tests were found to be within normal limits and functioning properly.